Event description:
It was reported that patient was twiddling with their ipg. The lead wrapped around the ipg and migrated outside of the epidural space. As a result, surgical intervention was undertaken wherein the lead was replaced to address the issue. During the replacement, physician visually noticed the lead also fractured.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.